Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not opening or unlocking and user heard clicking and beeping sound but it still not unlocking. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was not opening due to latch had been failing intermittently. A field service engineer replaced the wiring harness, black grease was applied to the latch mechanism, and the microswitch connections were cleaned. Additionally, a stabilizer was applied to the wiring harness to improve reliability. The technician logged into the hardware test application (hta) and ran a final test on the remote manager, which passed successfully. The system functioned as intended after the field service engineer repaired the device.